Manufacturer narrative:
The field service engineer (fse) reported intermittent signal drift on the fs channel while running flow check fluospheres. This error is consistent with a failure of the tarpon amp and signal conditioner board for fs channel. The tarpon amp board was replaced to resolve the issue. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The customer reported an intermittent signal shift on the forward scatter (fs) channel and the fl3 fluorescent channel on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.